Event description:
The event is reported as: device is breaking in the middle while in use. No patient injury reported.

Manufacturer narrative:
The defective product is not available for investigation. A follow-up investigation report will be sent when completed.